Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose the night before was 140 mg/dl and she had to use an insulin pen because the insulin pump was not delivering. Customer stated that for the last two nights she would treat with the insulin pump but her blood glucose would not go down. Customer stated that she removed the device and was currently experiencing high blood glucose. Customer's blood glucose was at mg/dl. She experienced headache and frequent urination. Customer declined troubleshooting and stated she will monitor the insulin pump and call back later.